Manufacturer narrative:
Product ID 3387s-40, lot# v670477, implanted: 2011 (B)(6); product type lead product ID 3387s-40, lot# v670477, implanted: 2011 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. Suspected body fluids were observed under the connector cover. The connector block was not designed to keep all foreign material and body fluids out. Body fluids observed under the connector cover does not affect the fit, form or functionality of the ins.

Event description:
It was reported that during an implantable neurostimulator (ins) replacement, the healthcare professional (hcp) noticed fluid and a film inside the header block of the ins. The hcp wanted the ins evaluated to determine the entry point for the fluid and film. There were no patient symptoms or complications associated with this event and the patient status at the time of this report is alive with no injury. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.